Event description:
Patient was in surgery for an orif (open reduction internal fixation) right clavicle, while surgeon was inserting an arthrex 18mm cortical screw, the head of the screw broke off. The broken piece of screw was accounted for and discarded. Body of screw was left in the bone.